Manufacturer narrative:
Once the investigation has been completed any additional information will be reported in a supplemental report.

Event description:
At (B)(6) 2018, bilateral fixation was done with posterolaterally plate and medial plate for olecranon fracture. At (B)(6) 2018, the 2.7 mm screw was broken and other screws were came off from the medial plate. Therefore, the two plates and all screws were removed and new devices were deployed.